Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported a patient to develop malignant glaucoma at five (5) days postoperatively. Topical medication was used to treat condition. A laser iridotomy was performed by yag laser with no improvement of decreasing intraocular pressure (iop). An iridozonulo hyaloid vitrectomy (decreasing iop) and vitrectomy were performed. The symptoms resolved. The device remains implanted.